Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2019-10767, 1627487-2019-10768, 1627487-2019-10770. It was reported that the patient never had effective therapy following the permanent implant procedure. In turn, surgical intervention was undertaken approximately two months after implant (explant date unknown) wherein the scs system was explanted.